Manufacturer narrative:
Concomitant medical products: 407652, lead. Implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had an electrocardiogram with a neurologist and "it indicated that the pacemaker isn't working proper ly". The patient's implantable pulse generator remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow up that the implantable pulse generator (ipg) was interrogated in clinic and no malfunction was observed. The patient also had a electrocardiogram performed which indicated the ipg was functioning normally.